Event description:
Procedure: abdominoplasty or panniculectomy. According to the reporter: the patient experienced localized incision pain post-operatively after surgery date: (B)(6) 2010 and suture extrusion on the right abdomen which was removed. The relation to the test device is unk and/or unable to determine. The patient was treated with medication. Out come of the event: resolved without sequelae on (B)(6) 2010. In addition, the patient experienced wound dehiscence mid-abdomen and was treated with bacitracin and dressing. The relation to the test device is possible.

Manufacturer narrative:
(B)(4).